Manufacturer narrative:
Migration is a known potential risk of any bone graft, including autograft. The current IFU package insert lists migration of the graft as a potential adverse event, and there is also a statement of risk about the potential need for revision surgery. Note: the regulatory/quality staff at lifehealthcare did not become aware of the product incident that occurrered in mid-2017 until the much later date in april 2018. Once lifehealthcare became aware, they documented it and reported it to cerapedics.

Event description:
The surgeon performed a high tibial osteotomy (hto) on (B)(6) 2017 using I-factor flex fr (100mm), which was implanted into the osteotomy site. An hto plate was applied. Patient presented two weeks post-surgery with serum discharge containing white granules from the incision wound. The wound did not appear infected on presentation - according to the surgeon. Other than the discharge, the patient was reproted as asymptomatic accourding to the lifehealthcare product experience report. On (B)(6) 2017 the patient returned to the theatre for wound washout. White granules were observed in the discharge. The was has since healed.